Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. There was also frayed insulation on the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were getting rm03 error message when trying to charge their implanted neurostimulator (ins) since just a week ago. Patient said they would reset controller by removing the battery pack, then try again and the charging session would stop and rm03 would come up again. Agent reviewed message info; patient confirmed the recharger cord felt hot to the touch, and the relay box along the cord felt unusually hot in the past. Patient mentioned they sometimes charge the ins in a room that is around 80 degrees. The issue was not resolved. An email was sent to the repair department to replace the recharger. While on call patient mentioned their hands were hurting and needed assistance opening controller. Patient mentioned this was their second implant, and their prior one was replaced due to the battery dying.